Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to a localized pocket infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation complete. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to a localized pocket infection. No additional adverse patient effects were reported.